Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing blood glucose levels. Customer stated that she had blood glucose levels over 500 mg/dl before beginning insulin pump therapy, but had still been experiencing blood glucose levels over 300 mg/dl. The customer stated that sensor adhesive left bumps on her leg, and the overtape would sometimes cut her skin. The sensor was not replaced or returned for analysis.